Event description:
It was reported that " product is used to secure epidurals. In recent months, the rate of deep and superficial infections has increased significantly. This appears to have in relation to the warmer weather."

Manufacturer narrative:
No product is being returned. No lot code information is available. Unable to review the device history record due to lack of lot code. Product complaint date base has been searched. No similar complaints have been received for this product. We are unable to conduct an investigation at this time. Should more information become available, we will reopen the complaint.